Event description:
The device was returned from the dealer with the complaint that the remote alarm was not working. There was no pt harm. Repair eval confirmed that the remote alarm cable inside the unit had come loose-therefore no signal was being transmitted. This cable was reconnected resolving the problem.